Manufacturer narrative:
The returned guidewire has been evaluated and confirmed approximately 20 cm of the wire's distal tip was missing. Microscopic examination of the separated surface did not reveal any deficiencies in the catheter's materials that would have contributed to this incident. Device history records were unable to be reviewed as no lot number was provided. Based on the device's physical evaluation, along with the information received, it is likely the user exerted excessive tensile force during navigation leading to the reported event.

Event description:
A mirage was being prepared for use in an unknown procedure. It was reported the physician had to torque the wire to reach a destination in the neuroanatomy. During navigation, the wire broke off and the distal tip remained in the patient. Retrieval of the broken portion was attempted with a snare, without success. No complications were reported to have occured with the patient during this event.